Event description:
Information received from the field notes that the patient presented to the physician's office for a routine follow-up with complaint of occasional dizziness. Although the device had previously been programmed to 70 ppm in ddd mode, it now showed pacing at 70 ppm in ddi mode. Dashes (---) were noted for several parameters. Since the current drain was at 90ua, the physician did not want to do an emergency vvi.